Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their left abdominal and rib area. An x-ray revealed the leads had migrated. A lead revision was performed and therapy was restored.

Manufacturer narrative:
Additional info: section d4 - expiration date, unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. Devices are not available for analysis. Without the return of the devices, it is not possible to reach a definitive root cause. The causes of the migration and undesired stimulation are not established. Per us evoke® scs system user manual "lead migration or sub-optimal placement. These may result in undesirable stimulation changes.¿note: you may require surgery (including revision, explant and/or replacement) as a result of any of the above". The manufacturing records including sterilization records were reviewed and confirmed that the product met requirements for release.